Event description:
During routine removal of the plate and screws, the surgeon found that two of the screws were broken. The screws were explanted.

Manufacturer narrative:
Visual inspection showed a spiral fracture pattern at the site of failure, indicating a torsional failure. Increased resistance of the screw, resulting in excessive torsional force, can be caused by many contributing factors. There is additional deformation of the screw at the break that appears to have happened after the screw broke apart while the surgeon was trying to remove the screw fragment. No definitive conclusion as to the cause of the breakage can be drawn. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw breakage.additional mdrs associated with this event: MDR 3025141-2014-00180 screw 1.